Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastric bypass procedure the tissue was not sealed. No bleeding. No tissue damage. No patient harm reported. Another device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used ls1200 was received for evaluation. Visual inspection found no defects. The customer reported that during the procedure, the tissue was not sealed. The reported condition was not confirmed. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The IFU states, there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.